Manufacturer narrative:
The root cause for the patient undergoing a revision surgery due to an alleged infection was unable to be definitively determined. The patient's medical history is unknown. Based on review of the device history records and sterilization batch release records, it was concluded that the failure was not associated with the manufacture or the sterilization of the implants or a nonconformance.

Event description:
A 47-year-old female patient underwent a revision surgery on (B)(6) 2021 performed by dr. (B)(6) due to an alleged infection. The surgeon explanted all implants with poly which included a tibial poly spacer, a tibial hinge component, and a distal femur axial pin. The tibial poly spacer that was explanted was 12mm and the new implant that was placed was 16mm. It is unknown why this was done. The tibial hinge component and distal femur axial pin were replaced with identical components.

Manufacturer narrative:
A patient underwent a revision surgery due to an alleged infection to explant and replace implants that had poly components. No lot information was given so an investigation has been unable to be conducted. When more information is available, a supplemental report will be submitted.

Event description:
A patient underwent a revision surgery to explant and replace implants with poly components due to an alleged infection. The sales representative has not given information on this issues. Once more information is received, a supplemental report will be submitted.